Event description:
The information received from the field states that this patient was presented to the interventional lab for an angioplasty procedure in the anterior tibial artery and the peroneal (side unknown). The vessel was described as calcified and tortuous. The physician used an ipsilateral approach. When he advanced the first guidewire, the tip bent so the physician carefully removed this wire and used another wire of the same lot. As the physician was manipulating this wire to the lesion, it became unraveled, but the physician was able to remove the wire in its entirety. The physician used a third wire (same lot) and completed the procedure. When this wire was removed from the patient, it was noticed that this wire in its entirety and there was no injury to the patient. The products will be returned for evaluation.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Please not that this medwatch represents two products with the same catalog and lot numbers, with the same malfunction, involved in the same procedure.